Manufacturer narrative:
The following other devices were also listed in this report: citation tmzf ha short size#4r; cat# 6265-5214; lot# 31070101;6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# mjdjmt;trident 0 deg insert 40mm; cat# 623-00-40f; lot# mje69e;6.5 cancellous bone screw 50mm; cat# 2030-6550-1; lot# mjet91;trident psl ha cluster 56mm; cat# 542-11-56f; lot# mje22n.acetabular dome hole plug; cat# 2060-0000-1; lot# mjk8ee.it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report.

Event description:
Maude event report mw5035533 reported: volun (B)(6)-2014: right hip has been replaced with a stryker model, which supposedly was not metal on metal and was not recalled. The past years I kept limping and had continuous pain, went to three other orthop. Surgeons besides the one who did surgery in 2010. All said hip was o.k. For 3.5 years I have been in pain and have been limping after the hip implant in 2010. I have consulted with three other orthopaedic surgeons and was told by all that nothing is wrong, they don't know why I am still in pain and why I am limping. X-rays have been ordered which supposedly showed that all is fine. Only after a national news broadcast from (B)(6) where someone nearly died from cobalt/chromium in his system from a hip replacement did one of the orthop. Surg. Order a blood test for me as well as an MRI. I have a list of cobalt poisoning symptoms of which I have many, including the frequent headaches, dental problems and more. I have been a very healthy senior before surgery and no longer consider myself so.

Manufacturer narrative:
An event regarding allergy reaction involving a v40 cocr lfit head 40mm/+8 was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed based on the provided case description. The clinician concluded that patient does not have a mom bearing but a poly-metal articulation that even under worst conditions would not be able generate the amounts of cobalt and or chrome required to achieve poisoning levels. Only with severe taper corrosion might some increase in metal ion release be expected but even then not the poisoning levels. If she has visited several orthopedic surgeons with x-rays made with confirmation of adequate performance, we should not be worried about any pathology present in the patients arthroplasty. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A medical reviewed based on the case description determined the case not to be a device related issue.

Event description:
Maude event report mw5035533 reported: volun 15-apr-2014: right hip has been replaced with a stryker model, which supposedly was not metal on metal and was not recalled. The past years I kept limping and had continuous pain, went to three other orthop. Surgeons besides the one who did surgery in 2010. All said hip was o.k. For 3.5 years I have been in pain and have been limping after the hip implant in 2010. I have consulted with three other orthopaedic surgeons and was told by all that nothing is wrong, they don't know why I am still in pain and why I am limping. X-rays have been ordered which supposedly showed that all is fine. Only after a national news broadcast from (B)(6) where someone nearly died from cobalt/chromium in his system from a hip replacement did one of the orthop. Surg. Order a blood test for me as well as an MRI. I have a list of cobalt poisoning symptoms of which I have many, including the frequent headaches, dental problems and more. I have been a very healthy senior before surgery and no longer consider myself so.